Event description:
It was reported that a lift tipped over as the patient was being transferred to a bed. The overhead metal bar hit the patient's right lower side resulting in a hematoma. The hematoma grew and tore the patient¿s soft tissue and was sent to the emergency room for surgery to evacuate a blood clot. Should additional relevant information become available, a supplemental report will be submitted.